Event description:
Customer reported an issue with the speaker and vibrate function of the pump, specifically that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps, but the pump did not produce an alert sound as expected, leading to the decision to replace the pump. The customer was informed about the replacement procedure, including returning the problematic pump and programming the new pump. Technical support confirmed the shipping address for the replacement without requiring a delivery signature and ensured the customer understood all instructions regarding the transition to the replacement pump.